Manufacturer narrative:
The device had minor scratched lcd window, cracked reservoir tube lip and cracked lcd glass. We were unable to perform functional test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for no delivery alarm and broken screen of pump. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. Customer reported that pump screen is broken, spider web crack and black stuff is coming out during normal activities. Customer reported that he was receiving no delivery on multiple occasions prior to pump broken screen but does not have time to trouble shoot. The insulin pump will be returned for analysis.